Event description:
It was reported that during a procedure the laser shutdown after 1 or 2 shots several times. The surgeon completed the procedure with a "wolf ultrasound device". Patient outcome: "there were no complications for the patient"

Manufacturer narrative:
System analysis/service repair on (B)(6) 2017: the console could not be tested due to water leak was noted. The pump assembly, control power were replaced. Water was replaced. The optics were cleaned, optimized the mirror and detector was calibrated. The system was tested and verified to meet manufacturer's specifications.